Event description:
It was reported that, "the pt's bone quality was poor and the cup failed so the pt was revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will submitted in a supplemental report.